Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that " or hour glass icon in status box" occurred. The sensor was inserted into the abdomen. The patient stated that on (B)(6) 2023 at night, they were urinating frequently and knew something was wrong. The cgm was displaying a sensor error so they checked a blood glucose meter reading and it was close to 400 mg/dl. A family member brought the patient to the emergency room where the patient was treated with 6 units insulin and IV therapy. The patient was released from the hospital the same day. Additionally, due to the sensor error, the patient reported that it resulted in the patient not getting the right insulin that he needed which led to hyperglycemia. At the time of follow up contact with the patient, the patient was feeling better and in stable condition. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.